Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown)the device displayed "defib fault 72", "defib fault 80", and "discharge fault" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.